Event description:
During an in clinic follow up, it was noted the device was in back up mode. It was reported the patient had undergone an MRI and the device was not programmed into MRI mode prior. Technical support was contacted and reprogramming was attempted but unsuccessful. Technical support recommended device replacement to resolve the event. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported field event of reset was verified in the lab. However, the reset was determined to be caused by the device being exposed to magnetic resonance imaging (MRI) without being programmed for MRI use. Interrogation of the device revealed the device was above elective replacement indicator (eri) upon receipt. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.